Manufacturer narrative:
Siemens has completed an investigation of the reported event. No abnormality was found which would indicate a system failure or malfunction and no non-conformity was identified. The headphones provided by siemens mr are not classified as hearing protectors. Their primary use is to provide a channel of communication between the mr operator and the patient. Suitable hearing protectors are ear plugs with a noise attenuation coefficient equal or greater than the required hearing protection. The required level of hearing protection can be found in the system owner manual of each mr system. It is recommended to follow the instruction in the user manual and use only specified hearing protection during an examination. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom aera system. It was reported that a patient suffered hearing loss during a one hour spine examination. No further details of the event were provided. Additionally, no clear information regarding the current health status of the patient has been provided at this time. Siemens has requested additional information in order to conduct an investigation of the reported event.